Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, while driving, the patient received an alert on his app showing 400 mg/dl. He didn¿t have any symptoms of high blood sugar; however, he felt low. He couldn¿t provide any specific symptoms but knew he was low. He did not check his sugar using a fingerstick. He was eating fried chicken and mashed potatoes. Then, he hit a truck and passed out; he doesn¿t know how long he was unconscious. What he remembers is that he was able to drive behind a building and started driving over the loading dock. He told one of the employees to call 911. When emts arrived, they checked his sugar, which showed 109 mg/dl, while his cgm showed 396 mg/dl. He was observed for 45 minutes and given glucose tablets and apple juice. He was not taken to the hospital. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient felt low. The reported glucose values fall within the c zone of the parkes error grid when emts arrived. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional, d9: device available for evaluation - additional, h2: additional information, h3: device evaluated by mfg - additional.

Event description:
Product was provided for inspection. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. As previously reported, data was evaluated and the allegation was undetermined. The probable cause could not be determined via data.